Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose levels of 42 mg/dl and as a result went to the emergency room. Hospitalization details were not provided. Customer reported to have low blood glucose every once in a while. Customer uses the auto mode but was not sure if it was automatically delivering insulin at the time of incident. Customer believed that the low blood glucose was due to the transmitter and not over delivery. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.